Event description:
It was reported that the patient presented for a scheduled procedure. At the day 1 post op check, it was discovered that the right ventricular lead was not capturing and the rwaves decreased. It was also noted that the patient developed a pericardial effusion. No intervention was performed on the effusion however, the lead was successfully repositioned. The patient was in stable condition.

Event description:
It was reported that the patient presented for a scheduled procedure. At the day 1 post op check, it was discovered that the right ventricular lead was not capturing. It was also noted that the patient developed a pericardial effusion. No intervention was performed on the effusion however, the lead was successfully repositioned. The patient was in stable condition.